Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) remoted into the es server and reviewed the patient's configuration, with no errors identified. Generated a device event report, confirming that medication had been dispensed for the patient the previous day, indicating expected functionality. Findings were communicated to the customer, and the report was shared for validation. The system functioned as intended when the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system was not syncing new orders or patient information. Additionally, newly added medications to the facility formulary failed to update on the device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.